Event description:
Customer reported to beckman coulter, inc. (Bec) that six troponin I (accutni) patient sample results generated on the access 2 immunoassay system (access 2) had imprecision issues. Customer reported that access accutni reagent, lot 117273, and access accutni calibrators (s0-s5), lot 116461, were used in conjunction with the access 2 system. Customer reported that they were using biorad quality control, lot 23510, with ranges set appropriate to peer. Customer reported that one result was reported out of the laboratory. Customer reported that the result was corrected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) performed preventive maintenance. The fse verified ultrasonics, mixer speed and performed vacuum test. The fse verified the service activity performed met the specified requirements per established procedures. The fse ran system check and high sensitivity system check. The fse verified the results met published performance specifications. The fse performed system validation and documented the validation in the customer's quality control record.